Manufacturer narrative:
Additional information: g3 (aware date should be 2024-12-18). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (model and catalog number), UDI, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and engaged in interlock. The jaws of the reload were clamped. The reload was attached to the returned instrument. The knife bar assembly was advanced. All staples were fired, formed, and found between anvil and cartridge. No tissue was found between the jaws of the reload. Laminates appeared bent during microscopic inspection. No damage to the knife blade was noted. Functional testing noted that the reload jaws were manually opened. The reload was loaded into a representative instrument. The jaws were clamped and unclamped repeatedly with slight difficulty. The reload was able to be cycled without overriding the interlock. Difficulty retracting the knife blade was noted. The interlock was tested repeatedly and did not engage. It was reported that the instrument locked on tissue and the knife was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading, the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading or the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extend ed. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the device, there were firing issues with the reload component. The reload fired through the lung but would not retract to open the jaw. Additionally, the knife blade of the reload broke. To resolve these issues, a resect and re-staple procedure was conducted. A new reload and handle was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3l0772, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.